Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 8x daily and manages his diabetes with novolog insulin. The alleged issue began on (B)(6) 2012 at 345pm. It was reported the patient obtained a blood glucose result of "342 mg/dl" with the subject meter. Based on the alleged result, the reporter administered the patient an additional 0.9 units of novolog insulin. About 30 minutes after, the reporter claims the patient showed symptoms of low blood glucose including difficulty putting his head up and sweating. The reporter retested the patient's blood glucose and obtained results of "43 and 47 mg/dl" with the subject meter. The patient was given apple juice and 2 teaspoons of jelly as treatment. Later that evening, the patient obtained a blood glucose result of "65 mg/dl" with the subject meter and "122 mg/dl" with another device. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate reading on the subject meter, was administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following finding: the meter was test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. Retains also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.